Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 137 mg/dl at the time of admission. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also stated that they had gotten sick a couple of weeks ago and their insulin was affected by extreme temperatures. The customer has a lesser appetite and eats less so her basal rates are giving her too much insulin. The insulin pump will not be returned for analysis.